Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had a battery error detected during preventive maintenance. There was no reported patient involvement/adverse patient impact.

Event description:
It was reported to philips that the device had a battery error detected during preventive maintenance. Further information was provided that the battery failed calibration. There was reportedly no patient involvement.